Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device dislocation ("pathology report only mentions one essure coil") in a (B)(6) female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure her periods were normal, with minimal cramping, and would never last longer than five (5) days. Concomitant products included anesthetics, general for general anesthesia. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criterion medically significant), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), menorrhagia ("periods were extremely heavy and lasted three weeks at a time"), dysmenorrhoea ("dysmenorrhea, periods were extremely painful"), weight increased ("weight gain"), abdominal pain ("abdominal pain") and abdominal pain lower ("abdominal pain"). The patient was treated with ibuprofen and surgery ((B)(6) 2015, lapar.assisted vaginal hysterectomy with right salpingo-oophorectomy, left salpingectomy). Essure was withdrawn. At the time of the report, the pelvic pain, device dislocation, dysfunctional uterine bleeding, menorrhagia, dysmenorrhoea, weight increased, abdominal pain and abdominal pain lower had resolved. The reporter considered pelvic pain, device dislocation, dysfunctional uterine bleeding, menorrhagia, dysmenorrhoea, weight increased, abdominal pain and abdominal pain lower to be related to essure. The reporter commented: before essure, she had never experienced the combination of these symptoms or the degree of their severity until after implantation. Her symptoms have resolved since having the essure coils removed. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was bilateral fallopian tubes had occluded. On (B)(6) 2015: ultrasound pelvis result was to evaluate symptoms. On (B)(6) 2015: pathology test result was only one essure coil mentioned. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced pelvic pain. Approximately 2 years and 6 months after insertion procedure, she underwent a vaginal hysterectomy with right salpingo-oophorectomy and left salpingectomy. The pathology report only mentioned one essure coil (seen as device dislocation). These both events are anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus, out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown. However, given its nature, the event pathology report only mentioned one essure coil was considered related to essure. This case was regarded as incident since intervention was required (vaginal hysterectomy with right salpingo-oophorectomy and left salpingectomy). A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and device dislocation ('pathology report only mentions one essure coil') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure her periods were normal, with minimal cramping, and would never last longer than five (5) days. Concomitant products included anesthetics, general from (B)(6) 2013 to (B)(6) 2013 for general anesthesia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), menorrhagia ("periods were extremely heavy and lasted three weeks at a time"), dysmenorrhoea ("dysmenorrhea, periods were extremely painful"), abdominal pain ("abdominal pain"), abdominal pain lower ("abdominal pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto- immune") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (laparoscopic-assisted vaginal hysterectomy,right- left salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, dysfunctional uterine bleeding, menorrhagia, dysmenorrhoea, weight increased, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: before essure, she had never experienced the combination of these symptoms or the degree of their severity until after implantation. Her symptoms have resolved since having the essure coils removed. Discrepancy in the event of migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral fallopian tubes had occluded. Pathology test - on (B)(6) 2015: results: only one essure coil mentioned. Ultrasound pelvis - on (B)(6) 2015: results: to evaluate symptoms. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: new event added abnormal bleeding , autoimmune disorder nos , hypersensitivity symptom. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and device dislocation ('pathology report only mentions one essure coil') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure her periods were normal, with minimal cramping, and would never last longer than five (5) days. Concomitant products included anesthetics, general from (B)(6) 2013 to (B)(6) 2013 for general anesthesia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), menorrhagia ("periods were extremely heavy and lasted three weeks at a time"), dysmenorrhoea ("dysmenorrhea, periods were extremely painful"), abdominal pain ("abdominal pain"), abdominal pain lower ("abdominal pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto- immune") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (laparoscopic-assisted vaginal hysterectomy,right- left salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, dysfunctional uterine bleeding, menorrhagia, dysmenorrhoea, weight increased, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: before essure, she had never experienced the combination of these symptoms or the degree of their severity until after implantation. Her symptoms have resolved since having the essure coils removed. Discrepancy in the event of migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral fallopian tubes had occluded. Pathology test - on (B)(6) 2015: results: only one essure coil mentioned. Ultrasound pelvis - on (B)(6) 2015: results: to evaluate symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and device dislocation ('pathology report only mentions one essure coil') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dermoid cyst, multiple cesarean sections, right lower quadrant pain, pelvic congestion syndrome and diabetes mellitus. Before essure her periods were normal, with minimal cramping, and would never last longer than five (5) days. Concomitant products included anesthetics, general from (B)(6) 013 to (B)(6) 2013 for general anesthesia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("dysfunctional uterine bleeding"), heavy menstrual bleeding ("periods were extremely heavy and lasted three weeks at a time"), dysmenorrhoea ("dysmenorrhea, periods were extremely painful"), abdominal pain ("abdominal pain"), abdominal pain lower ("abdominal pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto- immune") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (laparoscopic-assisted vaginal hysterectomy,right- left salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, abnormal uterine bleeding, heavy menstrual bleeding, dysmenorrhoea, weight increased, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal uterine bleeding, autoimmune disorder, device dislocation, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, pelvic pain and weight increased to be related to essure. The reporter commented: left: four coils were left in the uterus right: 15 were left in the uterus before essure, she had never experienced the combination of these symptoms or the degree of their severity until after implantation. Her symptoms have resolved since having the essure coils removed. Discrepancy in the event of migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral fallopian tubes had occluded. Pathology test - on (B)(6) 2015: results: only one essure coil mentioned. Ultrasound pelvis - on (B)(6) 2015: results: to evaluate symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received: reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced pelvic pain. Approximately 2 years and 6 months after insertion procedure, she underwent a vaginal hysterectomy with right salpingo-oophorectomy and left salpingectomy. The pathology report only mentioned one essure coil (seen as device dislocation). These both events are anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus, out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown. However, given its nature, the event pathology report only mentioned one essure coil was considered related to essure. This case was regarded as incident since intervention was required (vaginal hysterectomy with right salpingo-oophorectomy and left salpingectomy). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.